Event description:
It was reported that there was an early termination of the infusion; 1 hour and 45 minutes instead of 46 hours. No patient injury or complications were reported in relation to this event.